Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas experienced hypoglycemia with a documented lowest blood glucose of 39 mg/dl shortly after initiation, and the patient self-administered glucagon on the first day of use and later treated with fast-acting carbohydrates; current blood glucose was reported as 133 mg/dl. Symptoms included shakiness and sweating consistent with hypoglycemia. Outcomes included recovery without seeking medical attention and no hospitalization. Investigation included complaint intake, blood glucose questionnaire, and user troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions reported and suggested user-related factors surrounding initial use and treatment actions, with the precise cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.